Event description:
Report received from (B)(6) states: "the vitrectomy cutter stopped working in open position during the surgery. The aspiration continued to work. The surgery was completed successfully without any patient impact. Another pack was used to complete the surgery."

Manufacturer narrative:
The device has been requested yet not been returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.